Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The pump involved in the reported incident was never returned to any of our b. Braun facilities for investigation or evaluation therefore the issue reported could not be confirmed. Further investigation of the complaint was not possible without a sample. Therefore issues reported could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump had delay in stopping for an occlusion at low flow rate. Connected to trifuse with caresite. Fluid backed up into syringe. IV line was connected to a trifuse that had a caresite connected instead of nexus tko low flow rate was 0.5 for the carrier fluid and there was also a med line going at .04ml/hr. Pressure setting default 6, rn unsure if it had been adjusted. The pump had a delay to alarm occlusion even for the two hours that the line was clamped. There were no issues with medication administering when at higher rates. Rn noticed 2ml backed up into the syringe from precedex that was going at 0.04ml/hr.